Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was noticed. During preparation, the physician found the 2.50 x 20 mm taxus express2 drug eluting stent struts protruding. The procedure was completed with another taxus express2 stent. No pt complications were reported.